Manufacturer narrative:
Unknown exp date: the date used in place is the awareness date. Investigation summary: one customer sample was received for evaluation. Visual inspection of the returned customer sample with 10x magnification identified excessive lubricant on the IV shaft. An excess of lubricant build up on the air knives is a most likely cause. Due to an unknown batch number a DHR review cannot be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. (B)(4).

Event description:
It was reported that there was foreign matter in the fluid pathway of the bd vacutainer® eclipse¿ blood collection needle. There was no injury or medical intervention reported.

Manufacturer narrative:
Date recieved by manufacturer corrected.